Event description:
It was reported that the ventilator did not start. There was no patient involvement. Manufacture's ref.#: (B)(4).

Event description:
Manufacture's ref.#: (B)(4).

Manufacturer narrative:
The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. According to the information provided by the technician, the issue has been related to dc/dc & standard connectors printed circuit board (pcb) malfunction. In case of malfunction of this pcb - for example short circuit, may lead to stop of ventilation. Power supply selection is managed by that part and divided between mains power and external +12 v dc supply. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined. This customer product complaint will be archived in anticipation of a possible future trend assessment. No further actions have been deemed necessary.